Event description:
Intuitive surgical, inc. (Isi) received medwatch form 5109020 stating: "davinci stapler not working properly. Unable to fire instrument." Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified during the procedure. The procedure was completed robotically and no reported patient injury. A backup instrument of a different kind was used. There was a short delay, no duration provided. The instrument was inspected prior to use and the procedure was a gastric sleeve. The surgeon experienced the following: "I then used the surefire stapler and a blue load was used to create the gastric sleeve. The stapler indicated that the tissue was too thick for the initial blue load. I then obtained a green load and after the fire initiated there was another warning that the tissue was too thick. After this a black load was obtained and the staple repositioned and the same air was achieved. I then attempted a forced fire technique and this too resulted in the tissue being too thick to fire. I then suspected that there was actually an issue with the stapling device and asked for a new short form stapling device. After obtaining the new sure form stapling device a blue load was tried again and after the tissue was compressed it activated and was able to staple the tissue without any problem. The rest of the staple line was conducted with white loads. The initial sure form stapler will be sent back to da vinci for evaluation. The representative was in the room at the time and is aware of the problem. There were additional firings to complete the gastric sleeve near the angle of hiss, see above." No malformed staples, buttress material or issues with staple line.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of firing failure to be related to the customer reported complaint. The instrument was found to have a firing failure(s) based on log review but could not be replicated on the in-house system due to initialization failures. The logs show error code 22030, indicating a stapler, sureform 60 sn: (B)(4) failed in its operation on the universal surgical manipulator 1 (usm1) with a failure mode: force firing failure / general failure. The root cause is not determinable/applicable at this time. Additional observations not reported by site were that the instrument was found to have initialization failures during in-house testing. The instrument was placed on the in-house system and failed to initialize at 30% on multiple attempts. As a result, functional testing could not be performed. The I-beam was manually driven out for inspection and appeared to be jammed, likely causing the initialization failures. High friction was observed and the entire I-beam length could not be fully inspected. The root cause of this failure is typically attributed to misuse. The sheath was also found to exhibit sleeve damage. The orange sheath material was not fully covering the I-beam. The root cause of this failure is not established. This instrument will be transferred to engineering for further investigation. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). No image or procedure video was provided for review. A review of the instrument log for the sureform 60 stapler instrument (480460-09 / t91220124-0155 ) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4), with 8 lives remaining. This complaint is being reported based on the following conclusion: failure analysis confirmed the I-beam assembly was jammed. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The sureform 60 stapler has been evaluated by the engineering team on 07/13/2022. The housing was removed, and the I-beam was attempted to be manually driven out but could not be fully driven out. I-beam forward progress stopped after a few minutes. The I-beam sleeve was observed to be damaged when viewed through the clamp indicator window. The instrument was disassembled to find the orange I-beam sleeve damaged near the distal clevis. Based on visual inspection, firing failure that site experienced and subsequent initialization failures that occurred in-house appeared to be a result of a damaged I-beam sleeve. Closed coil spring at distal end of I-beam assembly appears to be bent proximal to the sleeve damage location. The cause of damage to I-beam sleeve is unknown at this point, however, it is possible that the I-beam sleeve is catching some internal components at the distal end during I-beam extension/retraction, causing increased friction that leads to eventual damage of the sleeve.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform stapler 60 was observed to have not worked and was unable to fire. A backup instrument of a different kind was used, and the procedure was completed with no reported injury. On 05/11/2022, intuitive surgical, inc. (Isi) received mw5109020 stating: davinci stapler not working properly. Unable to fire instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified during the procedure. The procedure was completed robotically and no reported patient injury. A backup instrument of a different kind was used. There was a short delay, no duration provided. The instrument was inspected prior to use and the procedure was a gastric sleeve. The surgeon experienced the following is from the surgeons op note- I then used the surefire stapler and a blue load was used to create the gastric sleeve. The stapler indicated that the tissue was too thick for the initial blue load. I then obtained a green load and after the fire initiated there was another warning that the tissue was too thick. After this a black load was obtained and the staple repositioned and the same air was achieved. I then attempted a forced fire technique and this too resulted in the tissue being too thick to fire. I then suspected that there was actually an issue with the stapling device and asked for a new short form stapling device. After obtaining the new sure form stapling device a blue load was tried again and after the tissue was compressed it activated and was able to staple the tissue without any problem. The rest of the staple line was conducted with white loads. The initial sure form stapler will be sent back to da vinci for evaluation. The representative was in the room at the time and is aware of the problem. There were additional firings to complete the gastric sleeve near the angle of hiss, see above. No malformed staples, buttress material or issues with staple line. The patient is a 34 year old female born on 09/23/1987. She weighs 166kg. The ethnicity is not hispanic. The race is white. A pre-op egd showed small hiatal hernia. Patient is listed at obesity class 3.